Event description:
It was reported that the monitor was out several times. No harm has been reported. The available information does not indicate whether the device was in clinical use. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the monitor cut out several times over the course of three to four days. The customer stated that the hospital staff had been inadvertently turning on and off the large display. The actual cause of the reported issue was staff training. The training was given to the hospital staffs. After the training, the system was returned to use in good working order. The codes were updated based on the investigation outcome.